Event description:
During the product evaluation at baxter, a service technician reported a colleague infusion pump which did not audibly alarm for failure code 550:320. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter is giving inaccurate erratic readings. On (B)(6), 2010 at 5 pm, the patient reportedly obtained the alleged inaccurate erratic readings of "132, 116, 131, and 34 mg/dl." Due to the alleged readings, the patient managed his diabetes by taking two glucose tablets. The patient reportedly felt dizzy around 5:30 pm. However, there was no allegation of medical intervention that would suggest severe hypoglycemia or hyperglycemia due the reported meter readings. According to the troubleshooting performed with customer service, the reported meter readings were performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. There is no evidence that the patient suffered as serious injury due to the product issue. The patient¿s symptom did not meet the criteria of a serious injury. In addition, the patient did not receive any medical treatment that would suggest acute complication of diabetes. However, this complaint is being reported due to the alleged inaccurate issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k # k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2010. The returned test strips passed testing. Investigation did not confirm the alleged complaint.